Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during routine post-op check, a vibratory alert for episode of rv oversensing was observed. Double counting, decreased in r-wave and loss of capture were detected. Lead was found pulled back from its initial position. The lead was explanted and replaced. The patient was stable after the procedure.